Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter blocked. Injection into the catheter and removal of the snaplock were not possible.

Manufacturer narrative:
(B)(4). A device history record review was performed on the snaplock assembly with no relevant findings. The customer reported the catheter was difficult to remove from the snaplock. The customer returned one snaplock assembly and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. Functional inspection was performed on the returned sample. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. This was performed with no difficulty. The snaplock assembly was then opened and the catheter was removed with very little difficulty. The same functional inspection was performed with the returned catheter and a lab inventory snaplock assembly with similar results. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU provides suggestions on snaplock securement and release. The reported complaint of the catheter being difficult to remove from the snaplock assembly could not be confirmed based on the sample received. A device history record review was performed on the snaplock assembly with no evidence to suggest a manufacturing related issue. During functional inspection, the returned catheter would insert fully into the returned snaplock assembly and hold after snaplock closure, as well as remove from the snaplock with little difficulty when opened. Based on this, there were no functional issues found with the returned sample.

Event description:
It was reported that the catheter blocked. Injection into the catheter and removal of the snaplock were not possible.